Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No unexpected scroll bar moving during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer reported the down button was not working. Customer needed to press the down button 13 times just to move to another screen. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was moving with no input. Customer stated that there was no response from any button. Customer stated the minutes changed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.